Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal fortum (1g, frequency not reported) and injection amikacin (250mg, route and frequency not reported) for 15 days for the peritonitis. Action taken with dianeal therapy was not reported. The recovery status of the patient was unknown. No additional information is available.